Event description:
It was reported by service report that the bed had no power, and the power cord was frayed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged power cord.